Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, abdominal pain, nausea and vomiting. The cause of the event, patient outcome and action taken with pd therapy were not reported. The patient was hospitalized for the event was treated with vancomycin injection (1g, intraperitoneal), amikacin injection (500 mg, start dose followed by 100 mg, one bag per day, intraperitoneal) and cisnam injection (1g, one bag per day, intraperitoneal) for the event. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that on an unknown date, the patient was discharged from the hospital, antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.